Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector was damaged. The following information was provided by the initial reporter: product extension had broken below the needlefree connector.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector was damaged. The following information was provided by the initial reporter: product extension had broken below the needlefree connector.

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 24-oct-2023. H.6. Investigation summary: one mz9277 sample was received without packaging for investigation; however, the lot number of the complaint sample was reported unknown. A visual inspection of the returned sample confirms the customer's experience as the device was returned with the maxzero having separated at the tubing joint. A close inspection of the joint identified the presence of residual solvent on the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be determined, however it is possible that the separation occurred as a result of an inconsistent application of solvent coupled with a pulling force. This is a hand assembled joint and therefore the customer's experience is likely to have been contributed to by human error. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9277 product over the past 12 months.